Manufacturer narrative:
It was noted that the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing and pacing inhibition on the rate/sense channel. The patient was not pacemaker dependent. A surgical revision was performed. Upon extraction of the lead, the physician cut the patient¿s right atrium (ra), which caused the patient to have cardiac tamponade. A sternotomy was therefore performed. The rv lead was explanted and replaced. It was noted that the explanted lead was in pieces. No additional adverse patient effects were reported.